Event description:
Clinical study. It was reported that 9 days after a coronary drug eluting stenting treatment procedure, the pt had stent thrombosis (st) leading to reinfarction. The lesion being treated in the index procedure was a 3.0x16mm lesion located in the distal left circumflex artery (lcx). The lesion was predilated with a maverick balloon inflated to 18 atm. Coronary artery aneurysm was visualized post predilatation and before stent implantation. The physician treated the target lesion with successful placement of a taxus express2 8.8% 3.0x20mm drug eluting stent. Post stent implantation inflow to the aneurysm was almost completely occluded with no residual stenosis of infarct-related artery with timi 3 flow. There were no reported complications. Pt was discharged home 5 days later on plavix and augmentin. Nine days after the initial implant procedure, the pt came back with chest pain and st elevation. Patient was transferred to the hosp where diagnosis of reinfarction was made based on st elevation and typical symptoms. Emergency angiography revealed st. Repeat percutaneous coronary intervention (pci) of the lcx artery with balloon angioplasty was performed with optimal result. Patient was discharged 3 days later and remained stable with angina ccs ii. In the opinion of the physician the relationship of the st to the study device was definite.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medtwatch report will be filed.